Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
A retained sample of the device has evaluated by product analysis on 01/13/2014 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 2 date of submission 02/14/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms on the reported event date. The pump powered on normally during testing and was able to successfully completely the ez prime sequence. The pump was exercised for 24 hours with no call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.